Event description:
The customer reported to olympus, the halogen lamp a and b had errors on the otv-si light source. The issue was found during preparation for use. There were no reports of patient harm or injury. Related patient identifier: (B)(6).

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported the halogen lamp a and b had errors on the otv-si light source. Through troubleshooting with tac, the customer had two extra md-151 halogen lamps available, tac assisted the customer on replacing the lamps on the otv-si light source to verify if only the lamps were defective. After the lamps were replaced, the customer was able to power both lamps accordingly. Tac suggested that the defective lamps be discarded and have a new pair ordered as soon as possible to avoid the same incident. As the issue was resolved, the device is not expected to be returned. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.